Event description:
A malfunction was reported on the pump. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and no further malfunction codes recurred. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.